Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the revision procedure, noise was able to be reproduced. The pace/sense pin was noted to not be fully inserted into the connector. The lead was fully inserted and secured. No noise was able to be produced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post an implantable cardioverter defibrillator (ICD) replacement procedure, an alert was triggered due to short v-v intervals and non-sustained episodes. No noise was able to be reproduced with pocket manipulation. A connection issue was suspected and a revision was planned. No patient complications have been reported as a result of this event.